Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that there were 17 packs and 4 cassettes in each package where there was a packaging error. The site discovered that a number of cassettes had a packaging fault, where a different instruction for use (IFU) document was inserted within the sealed packaging for a different item number of a different cassette product. The issue was discovered after some of the samples were potentially sent out to patients. There was unknown patient involvement and unknown patient harm.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H6: evaluation codes updated.device evaluation: two samples were received. The samples were received in non-used condition, decontaminated and with its original packaging inside a plastic bag. During the visual inspection, a discrepancy on the IFU was observed. The IFU included on the pouch the part number 21-7301-24 but the device part number is 21-7001-24. The failure mode was confirmed. Service history identified that no previous repair has been noted for this lot in the last 12 months. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.